Manufacturer narrative:
The customer¿s report of a leak at the connection was confirmed. Visual inspection revealed no cracks or other anomalies. Functional testing resulted in no leaking observed. Pressure testing confirmed a small leak at the connection between the female luer and the smartsite component. After tightening the engagement, no leaks were observed. The root cause of the customer¿s report was identified as a loose connection between the female luer and smartsite component.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that there was a leak during medication administration between the connection of the smartsite and the tubing. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.